Manufacturer narrative:
H3. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. Destructive analysis determined there was a hole in the internal pump tube which allowed drug to leak into the motor containment area. Analysis identified fluid/crystallized residue on the feedthru posts which leads to an electrically conductive pathway in and around the pump motor circuit and is consistent with a electrical short. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider via company representative regarding a patient who was receiving prialt (ziconitide, (B)(6)) (12 mcg/ml at 2.797 mcg/day) via an implantable pump. It was reported that the healthcare provider noted unexpected motor stalls and recoveries on the pump after interrogating the pump on (B)(6) 2025. The patient reported therapy efficacy. There were twelve additional motor stalls and recoveries between (B)(6) 2025 were noted on the logs pulled today, (B)(6) 2025, prior to replacement. The patient stated that she did not hear any pump alarms during this period, and no active alarm was noted on the clinician programmer. There were no known environmental/external/patient factors that may have led or contributed to the issue. The motor stalls were not related to any magnetic resonance imaging (MRI) scan. The managing physician requested replacement of the pump. The pump was replaced on (B)(6) 2025. The issue was resolved. Additional information was provided from a company representative stated that the motor stall occurred on (B)(6) 2025 at 12:59 am then recovered on (B)(6) 2025 at 1:20 am. The motor stalled on (B)(6) 2025 at 7:24 am then recovered on (B)(6) 2025 at 7:54 am then stalled on at 8:10 am then recovered 8:26 am. The motor stalled on (B)(6) 2025 at 9:15 am then recovered at 9:48 am. The motor stalled on (B)(6) 2025 at 1:00 pm then recovered at 1:14 pm. The motor stalled on (B)(6) 2025 at 12:11 pm then recovered at 12:27 pm then stalled at 1:58 pm then recovered at 2:25 pm. The motor stalled on (B)(6) 2025 at 2:27 am then recovered at 2:36 am. The motor stalled on (B)(6) 2025 at 5:02 am then recovered at 5:35 am. The motor stalled on (B)(6) 2025 at 12:53 am then recovered at 1:49 am then stalled on 3:57 am then recovered on 4:03 am then stalled at 6:39 am then recovered at 7:12 am.